Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had hardware failure a field service engineer found device 2.2 generating errors and noted that the retractor was pulled tight. The engineer cut the zip ties and re tied them properly, adjusted the hard stop, and stretched the solenoid spring to ensure a solid lock. The device was tested multiple times with no issues. The customer verified proper operation through the inventory application without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer 2.2 was constantly failing. The customer reported that there were no medications visibly blocking or hindering the drawer, but it kept failing. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.